Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient underwent a pocket revision due to reported discomfort. During the procedure, scar tissue was removed on (B)(6) 2019. The pocket was closed and the patient was stable.